Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "pump saying its needs service not showing up in the system dashboard no patient harm. A preliminary review of the logs identified the following issue: fail stop, cause unknown. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Updated codes for h6 (b, c, d). Type of investigation (b): 4118. Investigation findings (c): 3233. Investigation conclusions (d): 11.

Event description:
N/a.